Manufacturer narrative:
(B)(4). Pending device eval. Date of this report is (B)(4) 2011.

Event description:
Customer reported that the device registered a battery alarm during deployment and powered off.